Event description:
CUSTOMER REPORTED AN UNEXPECTED NEGATIVE REACTION ON THE ECHO. A SAMPLE FROM A PATIENT WITH A HISTORY OF ANTI-C HAD A NEGATIVE ANTIBODY SCREEN ON THE ECHO TWICE. THE PATIENT WAS NOT MIS-TRANSFUSED AS A RESULT OF THE UNEXPECTED NEGATIVE ANTIBODY SCREEN.

Manufacturer narrative:
"The reactivity of the C antigen was confirmed on retention CRRS, lot R022, used by the customer on the instrument..The customer's returned sample was tested with retention CRRS, lot R022, on an in-house Echo . The sample was nonreactivewith all three cells.Manual tube testing was performed with the customer's sample and Panoscreen I, II and III, using ImmuAdd as the potentiator.No reactivity was observed at any phase of testing. Anti-C was not detected at this time."